Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient scrapped the skin over the ipg while working on a car. The physician believed that the current pocket to be compromised due to non surgery and non device related event. The patient underwent an ipg replacement and relocation procedure. The patient was doing well postoperatively.